Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, patient presented with following pre-op diagnoses: l5-s1 lumbar disk degeneration, herniation, and diskogenic low back pain. For which, patient underwent following procedures: left l5-s1 hemilaminectomy, facetectomy, foraminotomy, and diskectomy. L5-s1 transforaminal lumbar interbody fusion using peek (polyetheretherketone) cage, bone morphogenic protein, and locally harvested bone graft. L5 to s1 posterior lateral lumbar fusion using titanium pedicle screw and rod instrumentation, bone morphogenic protein, and locally harvested bone graft. As per op-notes l5-s1 disk space was measured using trial sizers from the set. A 13 x 30 mm peek cage was prepared by placing half of a bmp sponge in each of its 2 chambers. A rolled bmp sponge was placed in the anterior aspect of the disk space. The peek cage was inserted into the disk space. Blocks of calcium hydroxyapatite were wrapped in sponges containing bmp. These were packed over the sacral ala and transverse processes spanning from l5 to s1 bilaterally. Patient tolerated the procedure well without any intraoperative complications. Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.